Event description:
Opened ethicon suture, 3-0 monocryl on sterile field and 2 needles were in the package (should just be 1 needle with suture). One needle had suture and the extra needle had no suture.